Event description:
It was reported via a journal article that during a mid cerebral stenting treatment procedure an arterial dissection occurred.

Manufacturer narrative:
Citation: chun ho yu, simon. Et al.(2011) angioplasty and stenting of atherosclerotic middle cerebral arteries with wingspan: evaluation of clinical outcome, restenosis, and procedure outcome. Ajnr am j neuroradiol 32:753-58, 2011. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device cannot be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).